Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the patient was unable to void after fully inserting three foley catheters. After a follow up with the patient's caregiver, it was reported that three catheters were inserted with unsuccessful urine return. A fourth catheter was then fully inserted and the patient was able to void. No medical intervention was reported.